Event description:
It was reported to boston scientific corporation that an obtryx ii system device was implanted into the patient during a transobturator vaginal sling using prolene mesh and cystoscopy procedure performed on (B)(6) 2015 for the treatment of pelvic prolapse with stress incontinence. Reportedly, the patient tolerated the procedure well and transferred to recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2015 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.